Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that her previous implant stopped working. The patient stated the first implant was not working that well to begin with and eventually died due to normal battery depletion. The patient stated that stimulation was different and distracting while she had the first implantable neurostimulator (ins). The patient stated she had the first device already removed. The patient noted the stimulation was different and distracting soon after the implant. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.